Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to verify power loss or perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The unit p-cap / test reservoir locks in place properly.

Event description:
Information received by medtronic indicated that the insulin pump had low battery life time. No harm requiring medical intervention was reported. The device will be returned for analysis.